Event description:
Reporter alleged the patient received the following results on inform system 1: 12:01 pm 61 mg/dl 12:08 pm 32 mg/dl 12:18 pm 168 mg/dl. Report also alleged the same patient received the following results on inform system 2: 12:11 pm hi (greater than 600 mg/dl) 12:13 pm 354 mg/dl 12:17 pm hi (greater than 600 mg/dl). No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(6).